Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device revealed the stent implant was dislodged from the stent delivery system (sds) confirming the reported stent dislodgement. The proximal half of the stent implant was stretched, confirming the reported stent damage. There were crimp marks between the markers on the balloon with relaxed folds that indicated that the stent implant had been properly positioned at the time of manufacture. The distal half of the stent implant was smashed and the first row at the distal end of the stent implant was bent. The outer diameter measurements of the stent implant could not be taken due to the damage. The stent damage is likely a result of the reported retrieval of the dislodged stent by use of a snare device. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this case, it is possible that the 60%-65% stenosed lesion may have contributed to the reported stent dislodgment. Although a conclusive cause cannot be determined for the stent dislodgement, there is no indication of a product quality deficiency. Analysis also noted two kinks in the hypotube, located distal to the strain relief tubing. The kinks were not initially reported and likely occurred as a result of handling during the procedure or from handling of the product during packaging/shipment back to abbott vascular for evaluation. A review of manufacturing records did not reveal any nonconforming material records ((B) (4)) for this lot that could have contributed to the reported difficulties and all lot release testing met specification. In this case, although a conclusive cause cannot be determined for the stent dislodgement and kinks, the stent damage appears to be related to the operational context of the product and there does not appear to be an indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected online for stent placement and stent damage. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent requiring intervention. It was reported that a lesion with 60 to 65 % stenosis was first pre-dilated with a balloon catheter and then a xience v 3.0 x28 mm stent delivery system (sds) was advanced, but the stent dislodged from the sds balloon. The dislodged stent was retrieved from the patient's anatomy with the use of a snare device. After the dislodged stent was removed from the patient it was found to be stretched out. The procedure was completed with another xience v stent of the same size. No additional event or patient information is available.